Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault alarm. The modular cable was exchanged. The system controller had been changed twice ((B)(6)). The ebbs had been changed in previous system controllers ((B)(6)) and cleared out with a self-test ((B)(6)). Log files were submitted for review and captured ebb faults starting (B)(6)2024 at 1248 and continued until (B)(6)2024 at 1340. Another lone ebb fault was noted (B)(6)2024 at 1440. The ebb failed the load test resulting in these faults.

Manufacturer narrative:
Section b5: cs numbers not applicable. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted (B)(4) downloaded (db061421) for review that showed overlapping events spanning approximately 5 days (21oct2024 ¿ 25oct2024, 06nov2024 per timestamp). Events occurring on 06nov2024 were recorded during testing at abbott. Backup battery fault alarms due to the backup battery not passing the load test were active from on (B)(6) 2024 at 12:48:22 ¿ on (B)(6) 2024 at 14:40:29. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 15:42:44 for a system controller exchange. There were no other notable alarms active in the log file. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. Afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for usesection 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.